Manufacturer narrative:
A review of lot c337 was performed and there were no nonconformances associated with this lot. This lot met release requirements. A review of lot c337 shows no trends. A review of the complaint categories shows no trend for pressure dome membrane leak. (B)(4): technician cleaned the remaining pump heads then changed out the bad pumps and performed the check out for performance checklist testing without failure upon completion. No further action required. This assessment is based on information available at the time of the investigation. Analysis of the returned pressure dome is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
Customer called to report a blood leak during treatment. Customer stated blood got on the pump deck including inside the transducers. The leak occurred after 183ml processed. Customer denies any alarms prior to noticing the leak. Customer sealed off the pressure dome. Patient was in stable condition. Pressure dome will be returned for evaluation. (B)(4) was dispatched.